Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. At a non-medtronic service center, a continuous trigger was produced, a valve was checked, an internal pressure auto zero valve malfunction was confirmed, the valve cable connector was reconnected and normal operation started. A transient auto zero valve failure was confirmed and it will be replaced as a precautionary measure.

Manufacturer narrative:
(B)(4). A test lung was used to check the device and the condition was reproduced. The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during use a ventilators auto trigger activated. The circuit was replaced but the condition did not change. The device continued ventilating/cycling. The patient was removed from the ventilator, manually ventilated and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.